Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified because the device was not returned. It was presumed that the reprocessing was insufficient due to no cleaning. A definitive root cause cannot be determined. The event can be detected and prevented in accordance with the following IFU. The instruction manual reprocessing manual in only the endoscope ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.3 precleaning the endoscope and accessories, flush the auxiliary water channel, 5.5 manually cleaning the endoscope and accessories, flush the auxiliary water channel with detergent solution¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Complete information for e1: (B)(6).

Event description:
An olympus representative reported to olympus on behalf of the customer that the elite colonovideoscope was cleaned in the oer-6 endoscope reprocessor, and dirt was found coming out of the scope due to insufficient reprocessing of the secondary water pipes. The facility reported that gauze had been placed under the endoscope in the storage room, and the gauze had turned a light brownish color. The issue was discovered during reprocessing intended for a diagnostic colonoscopy procedure. It was noted that olympus provided the recommended cleaning and disinfecting steps for the secondary water pipes per instructions for use. The procedure was completed with the same device with no procedural interruptions or extensions.